Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Customer also stated he had misplaced the top of the lancing device while having an episode of low blood glucose; customer stated his blood glucose test result had been 104 mg/dl. Customer stated as a result of the low blood glucose episode he had gone to the hospital on (B)(6) 2023. The customer feels well at the time of the call and did not report any symptoms. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 02/18/2023. Product storage and open vial date were not disclosed. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.